Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor did not activate a patient alarm. The device was in use monitoring a patient at the time of the reported event. The death of a patient was reported.

Event description:
The customer reported that the bedside monitor did not activate a patient alarm / failed to alarm for spo2. The device was in use monitoring a patient at the time of the reported event. The death of a patient was reported. A philips field service engineer (fse) went to the customer site. The engineer checked the alarming function and alarms were announced by the monitor. The monitor was found to be working as intended. The related audit log s of the event were forwarded to philips product support engineering (pse) for evaluation. Pse found that there were spo2 inops for the date / time in question, but no physiological spo2 alarms. As described in the instruction of use (IFU), the monitor is not able to provide physiological alarms, when an inop condition is present. There is no indication for a monitor malfunction. Based on the information available and the testing conducted the device was working ans intended and there was no malfunction.